Event description:
It was reported that the patient underwent a revision procedure due to atrophy with an artificial urinary sphincter (aus). The aus cuff, pump, ad balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient had no further complications following the procedure.